Manufacturer narrative:
(B)(4). Retainer ring = black. Unit passed displacement, rewind, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; it failed the prime, fill test in that the motor was unable to load with a weight of only 0.75 lbs. On the stack. After visual inspection, there is some sticky substance on the exterior of the motor slide and on the home motor switch. Did not note any signs of previous moisture presence or corrosion inside the battery compartment, on any of the boards, or any of the other assemblies inside the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the customer wanted to change the basal pattern. Customer was assisted with insulin pump programming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.